Event description:
Alleged when lowering the knee section, it will get to the flat position and then will engage and run into the high limit as long as he holds the knee down switch.

Manufacturer narrative:
Repairs have not been completed.